Manufacturer narrative:
There was mild calcifications observed at the proximal border of the mouth of the saccular aneurysm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant capitiva stent graft was implanted during the endovascular treatment of a contained ruptured 79.4 mm thoracic aortic aneurysm. The valiant captivia stent graft (vamf3834c150te) was deployed, but an endoleak into the aneurysm sac was observed. The physician assumed this was a type IV endoleak and opted to repeat the CT scan the following day. It was reported one day post index procedure, a follow up CT scan led to the reintervention to confirm the type of endoleak present. Diagnostic imaging revealed the endoleak to be a type iii endoleak, located at the level of left subclavian artery ostium, where contrast was draining into the aneurysm sac at the inferior aspect of the aorta. The endoleak was successfully resolved by deploying another valiant captivia stent graft (vamf3838c100te within the original graft (vamf3834c150te) at the site of the endoleak. Per the physician the cause of the type iii endoleak was due to a defect in the stent graft fabric that had given way, allowing the aneurysm sac to fill. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary the reported endoleak was confirmed on the films provided; however the exact type and cause could not be fully determined from the films provided. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen; thereby, making determination of the endoleak difficult. A type iii fabric endoleak would be less likely to have occurred at index and analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to this, e.g calcification. It is possible that this endoleak may be a type IV endoleak, from a location of higher porosity in the stent graft . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. The reported relining would have resolved both types of endoleak. Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.